Event description:
Per the clinic, the device was explanted under general anesthesia on may 05, 2026 due to cholesteatoma. Re-implantation is planned but had not taken place at the time of this report.